Event description:
It was reported that the procedure was to treat a moderately calcified lesion in an unspecified artery. A 2.5 x 20 mm trek balloon catheter was advanced to the lesion; however, it burst during inflation at 12 atmospheres. The device was removed without issue and another 2.5 x 20 mm trek was successfully used to complete the procedure. There was no clinically significant delay in procedure and no adverse patient effects. No additional information was provided.

Manufacturer narrative:
(B)(4). The device is expected to be returned for evaluation. It has not yet been received. A follow-up will be submitted with all relevant information.

Manufacturer narrative:
(B)(4). Evaluation summary: the device was returned for analysis and the reported balloon rupture was confirmed. Based on the visual analysis of the returned device, there is no indication of a product deficiency. A review of the lot history record revealed no non-conformances that would have contributed to the reported event. A query/review of the complaint history of the reported lot did not indicate a manufacturing issue. Based on the information reviewed, there is no indication of a product deficiency.